Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report damage to the insulin pump. Customer reported that the insulin pump has many scratches on the display screen and is difficult to read. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked reservoir tube lip, missing end cap sticker and a cracked battery tube thread.